Manufacturer narrative:
Alleged failure: foggy image. Confirmed failure: pressure check - no leak. Incoming analysis - npa. Service codes - ch-npf . Probable root cause: moisture ingress in ch or coupler. Moisture ingress in ch/coupler junction . Poor heat conduction for optical components. Faulty communication with light source. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.